Event description:
Hcp reported the patient had a dramatic increase in pain with associated nausea and vomiting. Patient was given oral analgesics. A rotor study showed a pump stall. The pump was replaced and returned to the manufacturer for analysis. The patient is reported to be doing great with the new pump.